Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube and jacket were separated at the distal end of the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There were multiple bends in the entire length of the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled during preparation, resulting in the hypotube kinking as there was no damage noted to the hypotube during unpacking of the sds. Further manipulation would have contributed to the hypotube ultimately separating. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during preparation of the 3.5x08 rx promus stent delivery system, an attempt was made to flush the device and the proximal hub separated. No excessive force was applied to the hub. The device was not used and there was no patient involvement. Another same device was used to complete the procedure. There was no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.